Event description:
A malfunction on the pump was reported, but no notable events occurred prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, but the customer was not available to perform the reset at that time. Follow-up attempts included a call and an email, after which the case was marked for closure.